Event description:
The patient underwent surgery in 2003. Two days later, the drain was being removed. The drain was difficult to remove and additional force was required. The drain split and section remained inside the patient. One day later, the patient required surgery to remove the drain.